Event description:
Sensor malfunctions on instrument performing troponin assay causing the instrument to run out of wash I and not function properly. Technologist realized instrument problem when quality control was not acceptable and higher than normal number of positive results. Testing transferred to another instrument, and instrument not utilized for patient testing. Instrument engineer on site for unrelated problem and diagnosed this problem. The instrument sensor will be replaced on 10/4/07 at which time the instrument will be qc'd and put in to use if passes testing.